Event description:
The physician used a wilson-cook tracer wire guide with a sphincterotome. The wire guide would not advance through the sphincterotome. Multiple damaged areas in the distal end of the coating were observed, exposing the inner core wire. No injury to the patient was reported.